Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose of 480 mg/dl which was treated with insulin pump. The customer¿s blood glucose was 88 mg/dl at the time of the phone call. The customer declined troubleshooting for the high blood glucose and stated that they will call back if the issue persists.